Event description:
It was later reported that related to the shocking, the patient had experienced fever, erythema/swelling over their implant, and the inability to communicate with their implant. The cause of the shocking was noted to be trauma to the implantable neurostimulator , as it was hit with a board. It was explained that the manufacturer representative had spoke with the patient over the phone and had advised how they could turn their device off. The actions and interventions that have taken place to resolve the shocking include having the ins explanted, treating with intravenous antibiotics as (B)(6) was cultured. It was noted that the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
The healthcare provider reported that the patient had an accident and the implantable neurostimulator (ins) was hit really hard with a board on (B)(6) 2016. It was indicated that the patient now had "electrical stimulation" and shocking down their left leg. The patient programmer would not communicate with the ins, and they were unable to turn the ins off with the programmer. This event was reported as sudden as the issue occurred after the accident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.